Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leg bag slides down to their leg and crinkle the bag and in turn, urine did not flow into the bag.

Event description:
It was reported that the leg bag slides down to their leg and crinkle the bag and in turn, urine did not flow into the bag.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿velcro strength is not sufficient¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "deluxe fabric leg straps for dispoz-a-bag® disposable urine bags ¿ comfortable and secure ¿ washable ¿ reusable, single patient directions for use: 1. Insert soft loop-pad end of strap through strap slits on leg bag, so that straps run behind bag, and loop-pad faces bag. 2. Wrap straps around leg, either on thigh or calf. (If straps are too long, remove leg bag. Cut straps at separations between loop-pads, only, to achieve desired length.) 3. Locate leg bag on inside of leg and connect strap ends by pressing together. Straps must fit snugly, but must be comfortable. Washing instructions: do not use bleach. Wash in warm water." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.